Manufacturer narrative:
Investigation summary: the complaint of no flow / can't prime / difficult to prime on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
A complaint was received regarding a tego connector experienced tearing during use. It was reported, "tego connectors are difficult to use. The plastic seal inside tears. Flow seems to be restricted causing many alarms. They need to be changed more frequently than once per week. There was patient involvement. Their patient did not save the product. This happened on multiple occasions during different times of the treatments. Their clinical services department instructed them to educate the patient not to overtighten the tego's. This seems to have helped."

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 1jul2025 has been used as a placeholder.